Manufacturer narrative:
Device evaluation: the device was subjected to visual and functional testing. The evaluation determined that the issue was caused by a failed electronic component. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) became unresponsive. Troubleshooting attempts were not successful. There was no patient involvement.